Event description:
It was reported by service report that the bed was not going up or down; the motion interrupt pan was not installed properly. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Motion interrupt pan. Issue resolved for customer by service tech removing and properly installing motion interrupt pan.